Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the bag emptied earlier than expected 90 minutes after the start of a heparin infusion. A new bag (vtbi 225 ml), with new tubing had been started at a rate of 26.7 ml, and no initial heparin bolus. The user responded to an ail alarm and found the bag and tubing empty down to the air detector. The md was notified, and lab work (aptt) was drawn with a result of >200. IV protamine was administered, and no other patient effects were reported. In assessing the event, the nurse found the patient¿s IV intact, the floor and bed dry, and no leaks from the IV tubing or heparin bag.

Manufacturer narrative:
The customer¿s report that heparin infused faster than expected could not be confirmed or duplicated. The incident date and time were not provided. The log analysis showed that heparin was infusing at 26.7ml/hr on (B)(6) 2018 and the device alarmed as reported for air in line, after infusing approximately 19.5ml from a programmed vtbi of 225ml. It could not be ascertained from the log if a new bag was hung or what was the actual volume in the bag. The log showed the pump module had been in use over several days on the same patient infusing heparin, with no reports of an infusion discrepancy during that time. Testing and inspection of the module did not reveal any malfunctions that could be associated with the reported incident. The administration set was not returned for investigation. During testing the pump module was found to be slightly out of rate accuracy specification, with it under infusing and not over infusing. It was corrected with recalibration. The root cause for the customer¿s reported experience could not be identified.

Event description:
The customer reported that the bag emptied earlier than expected 90 minutes after the start of a heparin infusion. A new bag (vtbi 225 ml), with new tubing had been started at a rate of 26.7 ml, and no initial heparin bolus. The user responded to an ail alarm and found the bag and tubing empty down to the air detector. The md was notified, and lab work (aptt) was drawn with a result of >200. IV protamine was administered, and no other patient effects were reported. In assessing the event, the nurse found the patient¿s IV intact, the floor and bed dry, and no leaks from the IV tubing or heparin bag.

Event description:
The customer reported that the bag emptied earlier than expected 90 minutes after the start of a heparin infusion. A new bag (vtbi 225 ml), with new tubing had been started at a rate of 26.7 ml, and no initial heparin bolus. The user responded to an ail alarm and found the bag and tubing empty down to the air detector. The md was notified, and lab work (aptt) was drawn with a result of greater than 200. IV protamine was administered, and no other patient effects were reported. In assessing the event, the nurse found the patient¿s IV intact, the floor and bed dry, and no leaks from the IV tubing or heparin bag.